Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported that on (B)(6) 2016 her meter began not powering on, the patient did not have a backup meter, so she was unable to manage her diabetes correctly, this resulted in her being hospitalized with diabetic ketoacidosis. Patient said that she used the meter the morning of the (B)(6) 2016 and last used it for her lunchtime meal bolus that day. Patient was then unwell during the evening of (B)(6) 2016 and then went to hospital on (B)(6) 2016 at midday. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.